Manufacturer narrative:
The hand piece was received and inspected. There was plastic noticed on the nose cone of the hand piece. This is consistant with the bur guard being pushed up onto the hand piece. When this happens the nose cone comes in contact with the bur guard and the friction can cause heat which can melt the bur guard.

Event description:
According to the customer, the handpiece heated up and the bur guard melted onto the nose cone. There was no patient injury reported.